Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred on multiple unspecified dates but include the dates of (B)(6) 2024. H4: the lot was manufactured between october 9, 2023 ¿ october 13, 2023. H11: one (1) device was received for evaluation with 93ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. The remaining devices were not returned for evaluation. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least four (4) large volume infusors underinfused during infusion. For most days, the residuals were found to have been between 10 ¿ 30 ml. The devices had a residual volume of 50 ml on two occasions and 20 ml on one occasion. The devices contained 14400mg benzylpenicillin in sodium chloride 0.9% 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.